Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient was feeling symptomatic; specifically, feeling faint and "electrical in (the) heart" when working in a clean room with many machines and when within six feet of a gas engine. The patient also reported receiving six shocks from the implantable cardioverter defibrillator (ICD). The patient has discussed the issues with the physician and a device check was done, but the patient reports receiving conflicting information. Follow up with the physician's office was unsuccessful, and the device remains in use. No further patient complications have been reported as a result of this event.